Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on october 8,2019 and the evaluation was conducted on november 14, 2019. The cannula and hemopro 2 were returned. There were no signs of clinical use or evidence of blood observed on either devices. The heater wire was observed to be flexed away from the jaw and is detached at the tip but remained attached to the base of the hot jaw. The silicone jaw was observed to be intact and no other visual defects was observed. The cannula was also observed to be intact with no visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. The shop floor paperwork(DHR) was reviewed for the hemopro 2. All the test results meet the specifications and requirements. There were no non-conformities observed. Specific actions for the reported failure "material twisted/bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had defective tip/scissors from the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had defective tip/scissors from the box. A replacement device was used to complete the procedure. No patient involvement.